Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a battery failure. There was no patient involvement.

Manufacturer narrative:
MFR received date: 28jun2019. The service engineer (se) inspected the device. The se confirmed the reported issue, the battery was unable to be charged. The se replaced the battery and the issue was addressed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.